Manufacturer narrative:
Investigation summary: bd received sample and photos for investigation. The sample and photos were reviewed and the indicated failure mode for 'embedded foreign matter (fm)' with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of 'fm' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty cap x1."